Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A healthcare worker reported a lens that dropped into the vitreous cavity during an intraocular lens (iol) implant procedure due to a posterior capsule rent. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint was not observed. Additional observations were as follows: iol returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. The iol met specifications when dimensionally measured for edge thickness and plan view. No root cause identified as the reported complaint "iol dropped in vitreous cavity due to pc rent" was not observed. The dimensions of the lens were tested using an approved template and results show the lens dimensions to be within specification. Based on the results from the product and batch history record, the product met release criteria. (B)(4).